Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on the keypad traces, however insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump esc button does not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 250 mg/dl and a low blood glucose of 47 mg/dl. Customer treated high blood glucose with insulin pump and low blood glucose with food. Customer declined high and low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.